Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. Reportedly, customer's blood glucose level had been high. Customer changed out site and administered a correction bolus. Customer stated that the cannula is frequently kinked. Glucose levels were reported as fine at time of customer call.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.